Event description:
When the generator was started at the distributor, white smoke came out from underneath.

Manufacturer narrative:
Additional information: one nt 1100 neurotherm rf generator was received for repair. Ac power was applied to the rf generator and the system was powered on successfully. A thermal event occurred on the power supply board (c2 blown) as well as on the fuse board ( f105 broken and r110 blown). The issue was resolved by replacing the power supply board, fuse board and the upper assembly. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to physical damage sustained in field which resulted in multiple shorted components.